Event description:
It was reported that post implantation of an im nail, a patient was brought to the or for revision surgery of an im nail of her femur. Original surgery was done at a different hospital by a different doctor back in (B)(6) 2014. Original surgery was a femur fx and was repaired with a long tfn. Patient fell on it last week and fractured in the distal third of her femur and she broke the distal interlocking screw in the nail. This nail was removed as well as the helical blade, and one unknown 5.0 locking screw that was broken right in the middle of the screw. No size or lot # is able to be retrieved. The removal of the broken screw went smoothly, as well as the removal of the nail and helical blade. Patient status outcome was good. The surgeon revised with a larger nail and the surgery was successfully completed without delay and/or additional medical/surgical intervention. This report is 3 of 3 for com- (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product problem is now indicated. This event is also an adverse event, which was initially only checked.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: date of event: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown screw/unknown lot number. Original implant date unknown, reported sometime in (B)(6) 2014. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was... If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.